Event description:
The customer's meter memory shows back to back results of 136 and 390 mg/dl. The customer alleges he went to the hospital after obtaining a result of 478 mg/dl, see above. No report of an adverse event. Controls were not run. Return requested and replacement was sent.